Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the physician was attempting to deliver a visi pro stent to the right external iliac. It is reported that when introducing stent through the sheath, device got caught up in hub of sheath. The stent pulled back and it was noticed and reported that some struts were flared. They reported having used a .014 wire. Evaluation summary: the visi-pro balloon-expandable biliary stent system was received for evaluation without any ancillary devices or cine images from the procedure. The visi-pro device was returned in a pre-deployment profile: stent over balloon chamber and balloon chamber tightly wrapped and winged. The device did not exhibit contact with a sanguine environment. Several struts on the distal end of the stent were bent back from their starting position. The proximal end of the stent measured 0.08957 inches in diameter which is less than 7french. The largest diameter at the distal end of the stent measured, 0.13383 inches in diameter which is a little larger than 10 french. The original call mentions that a 0.014 guidewire was used. The box and pouch label for the device states that a 0.035 guidewire is to be used.